Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up of an asymptomatic patient, the pulse generator was difficult to interrogate. It was determined that rf transmissions had been disabled. Inductive telemetry was able to successfully communicate with the device.